Event description:
It was reported that an asymptomatic patient presented for follow-up in clinic. The implantable cardioverter defibrillator was noted to be in back up. It was further noted that the patient had an MRI scan. Device download was performed successfully. The patient was stable.